Manufacturer narrative:
Implant regio 14 fractured. Construction was first a bridge placed on implants. In 2022 construction was changed into a removable denture. Patient suffered from periimplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading after 14 years in situ.

Event description:
Implant fracture.